Manufacturer narrative:
During follow-up, the patient's authorized wife reported that he acquired the uti due to having his medication run out and not being able to take it for a period of time. The patient and his authorized wife said there were no defects or malfunctions with the m14c product.

Event description:
Intermittent catheter patient (user) said he was treated for a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient and his authorized wife said he was prescribed an antibiotic and recovered fully.